Event description:
Customer reported that pt returned in an unspecified time following orthopedic procedure with incisional drainage. Incision and drainage was performed with post-operative wound cleansing. Pt has fully recovered and is currently well with no indications of infection.